Event description:
It is reported that one of the tabs fractured off.

Manufacturer narrative:
Evaluation summary: this type of failure may occur if the helmet is removed from the glenosphere in a manner not consistent with the method described in the surgical technique. The instrument is designed to hold the glenosphere securely via the tabs. Excessive impact or bending loads placed on the tab may cause this situation. The exact cause analysis cannot be determined with certainty. As returned, one of the tabs has fractured and was not returned. Manufacturing documentation has been reviewed and no anomalies were noted. The device has a potential field age of between 1 and 2 years. Aside from the fractured tab, additional damage noted is minor and consistent with normal wear and tear.